Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaws from the shears fell off and in to the abdomen of the patient. This happened at approximately 1.30pm. The jaws were finally located and removed from inside the patient at approximately 4pm just before the case finished. Another device was not opened. An alternative form of energy was used instead. There were no adverse consequences for the patient.